Manufacturer narrative:
(B)(4). Additional information was received seven months following the initial allegations that evaluation of this device was requested as this patient had been shocked repeatedly and did not convert. It was noted that the shocking configuration had been reprogrammed two to three months ago to distal coil to can. A review of the arrhythmia logbook noted two episodes of very fast ventricular tachycardia (vt) where the patient was converted and shock impedance measurements were within normal limits. A third episode was noted where therapy did not convert the arrhythmia and the patient required external rescue. Shock impedance was then measuring at greater than 200 ohms but all other measurements were normal and stable. The caller was going to review the clinical observations and data with the patient's physician. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was generated for this system due to low shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought in for a full system evaluation including non-invasive programmed stimulation (nips) testing. A low shock impedance measurement was not able to be re-created during the device evaluation. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.